Event description:
The customer reported the system had an error message and locked up rendering it unable to make fluoroscopic x-rays. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc connector and the power supply need to be replaced. The reported issue is currently under investigation.